Manufacturer narrative:
No product has been returned to date so an examination cannot be performed. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported: the t8 stick fit hexalobe driver (80-4244) broke while inserting a 2.7 mm val screw. When the surgeon tightened the screw to sit flush, the driver tip on the t8 snapped at the interface site.